Event description:
It was reported that the patient visited the emergency room (ER) twice, for issues related to connectivity between their continuous glucose sensor and the omnipod application, which caused high blood glucose levels. The patient's exact blood glucose levels were not reported. Symptoms, other than hyperglycemia, were not reported for the first visit to the ER. The patient was treated with unspecified intravenous fluids and left the ER, despite advice to stay. The patient then drove themselves to another ER for treatment, related to chest pains. Additional information is being solicited, a supplemental report will be submitted if received. Note: this report captures the first medical event. The second medical event that was reported is captured under insulet report reference number (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated h6 component code to g04035 controller added dexcom g7 to cgm sensor type, below in h11. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.